Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a suspected infection. A new ipg system was placed on the right side of the patient. No further patient complications have been reported as a result of this event.